Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be damaged. The timing and cause of the observed damaged cannula is unknown. Fluid was able to travel the complete fluid path despite observed cannula damage. A leak test was performed. No leakages were observed. The pod data indicated there was no struggle to deliver insulin. Due to not being able to confirm the timing or cause of the observed cannula damage, it could not conclusively be determined if it contributed to the reported event.

Event description:
It was reported that the blood glucose level was "high" (>500 mg/dl, 27.8 mmol/l) and insulin was not being delivered as intended. The pod was worn between 4 and 24 hours. Bolus corrections had to be administered for treatment.